Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the samples and photographs submitted for evaluation. Bd received seven unused 22ga bd insyte autoguard blood control IV catheter units within undamaged sealed packages from reference number (B)(4), lot number 9331301. All components are present and intact. In addition, two photographs were submitted which displayed similarities to that of the returned units. Through the visual/microscopic evaluation, all components are intact and without any visual anomalies or damage that could contribute to leakage. A water/air leak test was then performed where leakage was not observed. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in the report. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that leakage occurred at catheter junction on 2 occasions after use with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, translated from japanese to english: leakage between iag-bc and the infusion tube occurred. Leakage also occurred with the second one.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that leakage occurred at catheter junction on 2 occasions after use with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, translated from (B)(6) to english: leakage between iag-bc and the infusion tube occurred. Leakage also occurred with the second one.